Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that neff percutaneous access set package was found to be unsealed prior to use. A new device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) as well as a visual inspection of the returned device, were conducted during the investigation. One set was returned to cook for evaluation. Upon visual inspection, it was noted the bottom seal was missing, and there was no evidence of adhesive on the clear portion of the packaging. Cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. An expanded DHR search was performed. Thirty-eight additional lots worked on by the relevant operator within a day of the complaint lot were reviewed. There are no relevant nonconformances or complaints for the same failure mode found on the additional reviewed lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. This product is not supplied with an instructions for use (IFU) pamphlet. Based on the information provided, examination of the returned device, and the results of the investigation, cook concluded that a manufacturing deficiency contributed to the reported event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 - PMA/510(k) #: exempt. H3 - device evaluated by mfg? Device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that neff percutaneous access set package was found to be unsealed prior to use. A new like-device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.